Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using subcutaneous insulin delivered via a pen, and troubleshooting and education were completed with emphasis on potential insulin delivery interruption consistent with an occlusion scenario. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of user-reported history and product-use troubleshooting. Investigation of this case revealed concern for insulin delivery disruption consistent with an occlusion-related issue associated with insulin administration, though no device-specific malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence linking a device malfunction to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.